Event description:
Per the user filed medwatch report, "during operating room case, anesthesia machine filed. The pt had to be manually bagged while the anesthesia machine was traded out." There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.